Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed the self test and displacement test. No pump error 25 alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, cracked retainer, torn serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The customer¿s blood glucose level was unknown. The device will be returned for analysis.